Event description:
A complaint was received regarding a plum 360 that experienced unexpected shutdown. The reporter stated that the pump had an unexpected shutdown. The log shows uncontrolled shutdown, e437-sw fail(13), depleted battery, low battery alarms, persistently. The status of the product at time of event is unknown. Sample photos of the pump showing its device alarm/device logs was provided. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2024 has been used as a placeholder. D4 and h4 the serial# and manufacture date are unknown. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
The device was not returned for evaluation. A service history review was performed, and it was found that there was one previous service activity in the last 12 months but it was not related to this complaint.